Event description:
It was reported that four years after implant the patient developed endocarditis with (B)(6) bacteremia and vegetation on the leads via transesophageal echocardiography (tee). The implantable cardiac defibrillator (ICD) and leads were explanted and the pocket debrided and irrigated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg, ICD, (B)(6)2010. (B)(4).